Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room and was found to be in safety mode. Additionally, a review of the right atrial (ra) lead data noted low out-of-range pacing impedance measurements in addition oversensing and noise were also observed, leading to inappropriate atrial tachycardia response (atr) episodes. Device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced and the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room and was found to be in safety mode. Additionally, a review of the right atrial (ra) lead data noted low out-of-range pacing impedance measurements in addition oversensing and noise were also observed, leading to inappropriate atrial tachycardia response (atr) episodes. Device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced and the ra lead was surgically abandoned. No additional adverse patient effects were reported.